Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. (B)(4) on behalf of the importer (B)(6) (registration no. (B)(4). The issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
As explained by the customer, the cart was stuck on ags unloading hook. The customer decided to reposition the cart manually without activating the emergency stop first. Consequently, after amending the cart, it moved forward and lacerated the operator¿s hand. When reviewing reportable events, we were able to establish that this issue is a 4th one of this kind. The getinge ags loading equipment is not registered as a medical device itself but since upon issue occurrence, it was used together with 8668 washer-disinfector, we decided to report the complaint to competent authorities in regard to the system. The serial number of the accessory was (B)(4). The unit was manufactured on 16th march, 2012 and installed on 3rd may, 2012. After incident occurred, the accessory has been inspected by getinge technician. The device was found to be fully functional and returned for customer¿s usage. The issue was investigated by manufacturing site. It was stated that it is possible that cart gets jammed on ags due to the different reasons e.g. Loading to shuttle, washer getting stuck or loading technique. The user, who operated the device while an issue occurred, was confirmed to be trained by manager on customer site regarding safety requirements. Based on performed investigation, it has been defined that a likelihood of customer staff to be injured when carts are jamming is related to a combination of several factors: user¿s wrong working technique and lack of detailed instructions of how to solve the jammed cart in the manual provided with this particular device (former revision), namely how to solve the problem and retrieve a full functionality of the accessory. In summary, when the event occurred, the device did not meet its specification and it contributed to the adverse event. In the time when the event occurred, the accessory was not being used for patient treatment. Getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time. This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534).

Manufacturer narrative:
This report is being filed under exemption e2017050 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge group logistics america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site.

Event description:
On (B)(4) 2019 we became aware of an incident with loading equipment device ¿ ags (air glide system) used together with 86-series washer disinfector. As it was stated, staff member went to adjust basket that was stuck on ags. The unloading hook slipped rapidly and injured her hand. The injury sustained was classified as serious one. Although the ags device is not registered as medical device, when the event occurred it was being used with a medical device as a system, therefore we decided to report this issue to competent authority.

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).